Event description:
User facility reported that the device was in use with a patient. A report was received that allege a patient received 1st degree burns on patient's leg and abdomen. The warming blanket was on the patient's lower body during the procedure. The warming blanket was directly on the patient. The unit was set to 40 degrees c. The unit did not give an alarm. The procedure lasted approximately 2 hours. The burns were noticed after the procedure was completed. The patient recovered with no further adverse sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.